Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had myopia after symphony bilateral lens implantation. Both lenses remain implanted. Glasses were prescribed. Lasik (laser-assisted in situ keratomileusis) correction is required and is planned to be performed in six months. Further information was received from the customer and they stated that the patient ended up requiring minus 2 diopter glasses. Visual acuity pre-operative: -od = 0.1 without correction, diopter sph. = +6.0, va= 0.7, -os = 0.1 without correction, diopter sph. = +6.0, va= 0.7. Visual acuity post-operative: -od = 0.8 with -1.0d, -os = 0.8 with -1.75d correction. No additional information was provided to abbott medical optics. Note: 2 reports are being submitted, one for each reported device. This report is for the right eye.